Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Manufacturer narrative:
(B)(4). The customer returned the spring wire guide (swg) assembly partially inserted into the needle cannula for evaluation. The lidstock was also returned. Signs of use in the form of dried biological material were observed on the returned needle cannula and guidewire. Visual inspection revealed the swg was slightly kinked near the distal tip. The j-bend was misshaped. The proximal and distal welds were intact. No damage was observed to the needle. The swg was removed from the needle cannula with some resistance due to the buildup of biological material holding it in place. The swg was removed from the advancer tubing and several measurements were made. The slight kink in the guidewire body was located 17 3/16" from the proximal tip. The total length of the swg core wire measured 17 7/8", which is within the specification limits of 17 11/16" - 18 1/16" per swg product drawing. The outer diameter of the swg measured 0.618 mm, which is within the specification limits of 0.610-0.635 mm per swg product drawing. The length of the cannula was measured to be 2.125 inches, which is within specification limits of 2.080 - 2.150 inches per product drawing. The inner diameter of the distal tip of the needle cannula measured 0.027", which is within the specification limits of 0.027"-0.0285" per the cannula product drawing. The outer diameter of the needle cannula measured 0.03565", which is within specifications of 0.0355-0.0360" per needle cannula product drawing. The guide wire was able to advance or retract in the needle cannula with minimal resistance. A manual tug-test was performed on the swg to confirm the distal and proximal welds were intact. No additional tests were performed on the needle. A device history record review was performed with no relevant findings identified to suggest a manufacturing related cause. The IFU provided with this kit includes the following warnings and cautions for the user: "warning: do not cut spring-wire guide." "Caution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." "Warning: to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was slightly kinked near the distal tip. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.